Event description:
It was reported that a user experienced an ilet occlusion alert during a breakfast dose, resulting in a partial insulin delivery and elevated blood glucose of approximately 239 mg/dl; the user received education on occlusion recognition and troubleshooting and planned a same-day full supply change. Symptoms included no reported physical symptoms. Outcomes included correction through user-directed supply change without need for outside assistance or medical intervention. Investigation included complaint intake review and user coaching on occlusion troubleshooting and device use. Investigation of this case revealed an infusion delivery interruption consistent with an occlusion, attributable to the infusion set or cartridge pathway, with user knowledge gaps addressed through additional training. It was concluded, based on previously established findings for similar reports, that user corrective action and education resolved the event and that the probable cause was an infusion pathway occlusion.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.